Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump shuts off automatically and also alarms failed battery. The blood glucose reading is 392 mg/dl. Customer states that the energizer aaa alkaline batteries are most effective for pump use. Nothing further reported.